Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00003. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced nerve injury. At the time of reporting, the outcome for the event was unknown. Follow up information was received on (B)(6) 2011, via medical records. On (B)(6) 2001, assessment included neuropathy. On (B)(6) 2008, the patient complained of numbness in fingertips of both hands. Assessment included paraesthesia. On (B)(6) 2008, an electromyogram (emg) showed bilateral median neuropathy and superimposed sensorimotor polyneuropathy consistent with diabetes. On (B)(6) 2009, the patient complained of right hand pain and weakness, tightness in shoulders and neck, and progressive weakness in her legs. Assessment included bulging cervical disc with myelopathy. Surgery was indicated. On (B)(6) 2009, the patient was status post cervical surgery times two (on (B)(6) 2009). Some of the patient's numbness and pain had improved. The patient had had significant muscle atrophy, especially in the anterior upper legs. Physical therapy was in progress. On (B)(6) 2009, the patient requested copper and zinc levels to be drawn as a workup for her peripheral neuropathy. She saw a television as informing people that their neuropathy might be due to toxic levels of heavy metals in denture glue. The patient had dentures for many years. In (B)(6) 2009, the patient tipped over with her scooter and injured her left shoulder. Another time she went to get up off the chair and the brakes were not on tight and the wheelchair got pinned up against her left leg. She then fell to the floor and hurt her knee. On (B)(6) 2009, the patient had continued weakness in her lower limbs and used a wheelchair most of the time. The patient was able to transfer from chair to toilet on her own. The patient refused to go to an assisted living facility. On (B)(6) 2009, emg showed severe widespread sensorimotor polyneuropathy, much worse since (B)(6) 2008. On (B)(6) 2009, emg showed severe widespread sensorimotor polyneuropathy, much worse since (B)(6) 2008. On (B)(6) 2009, the patient had severe arthritis of knees and hips and was not a candidate for knee replacement because of her immune system and risk of infection. The patient was getting progressively weaker and had left-sided foot drop. The patient was able to get injections in both knees with cortisone to help with inflammation. Over the past couple of months, the patient had lost the ability to walk and her balance while standing had worsened significantly. At this time, it was believed her symptoms were from diabetic neuropathy. On (B)(6) 2010, the patient was diagnosed with lou gehrig's disease or amyotrophic lateral sclerosis (als) via emg. The patient's family requested a second opinion. In (B)(6) 2010, the patient was diagnosed with peripheral neuropathy secondary to copper deficiency. The patient did not have als. On (B)(6) 2010, the patient's copper level was less than 0.10 mcg/ml (normal 0.75 to 1.45) and zinc level was 1.33 mcg/ml (normal 0.66 to 1.10). Impression included quadriparesis with severe functional disabilities (multifactorial), sensorimotor peripheral neuropathy, and myelopathy. On (B)(6) 2010, dietary replacement of copper and cessation of zinc exposure (tablets and to a lesser extent denture cream) was recommended. On (B)(6) 2010, the patient needed a new motorized scooter to maintain her independence. She could not get around outside with her regular wheelchair. On (B)(6) 2010, the patient's zinc level was 66 mcg/dl (normal 65 to 115) and copper level was 203 mcg/dl (normal 88 to 183). On (B)(6) 2010, the progression of her neuropathy seemed to have halted. On (B)(6) 2010, the patient had significant nocturia and frequent/urgent voiding during the day. On (B)(6) 2010, the patient's copper level was normal at 1.23. On (B)(6) 2010, the patient's copper level was normal. In (B)(6) 2010, the patient had a diagnosis of copper deficiency polyneuropathy and chronic neuropathic pain. On (B)(6) 2010, the patient was essentially unchanged and continued copper supplements. On (B)(6) 2010, impression per neurology was copper deficiency myeloneuropathy. This case has been upgraded to medically serious by gsk.